Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump for non-malignant pain indications use. It was reported that they got a call from the hospital today about a patient with a pump issue. The company representative (rep) stated that when they interrogated the pump, they saw a motor stall and a recovery. (Date unknown). The patient had a CT scan recently. The rep stated that the patient did not have normal withdrawal symptoms, they had more of an overdosing symptom. The technical service (ts) reviewed the foreign particle communication and reviewed if there was issue there would be motor stalls seen in the logs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2024 (B)(4). (Hcp): additional information was from a healthcare provider (hcp) indicated that the patient the patient came in with nausea, vomiting and diarrhea and thought his pump may be "malfunctioning" and would like a company representative (rep to check it. She said, the patient said they had another incident some time ago (date not specified) with the same symptoms and in that case the pump was malfunctioning. The hcp stated that it was a baclofen pump. Reviewed registration showed that it was implanted for pain and was told pump had baclofen in it. Transferred the healthcare provider (hcp) to a national service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) stated that the event date was 2024-11-11. The patient was admitted into a hospital on (B)(6) 2024. The patient was admitted into a hospital due nausea and vomiting. However, the patient¿s symptom was not related the pump or therapy. The patient was transferred to another hospital, so they were not aware of the patient health status. The patient was concerned about the pump but there were no issues or alarms with the pump.